Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of transfer set got loose and the t set had not been changed for 3 months (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the transfer set got loose and the t set had not been changed for 3 months. On (B)(6)2010, the patient developed peritonitis (manifestations not reported). The reporter believed the cause of the peritonitis was that the transfer set got loose and the t set had not been changed for 3 months. On (B)(6)2010, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6)2010, the patient began remedial therapy with unizox (1 gm, daily, intravenous) and tazin (4.5 gm, twice a day, intravenous). On (B)(6)2010, the patient received a loading dose of vancomycin (1 gm, intraperitoneal (ip)). The outcomes of the transfer set got loose and the t set had not been changed for 3 months and peritonitis were not reported. The patient remained hospitalized. Pd therapy was ongoing. This medical device report (MDR) is against the t set and another MDR will be submitted against the transfer set.